Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed the right breast never settled and was sitting higher than the left. Additionally, it was described that there was scar tissue on top the breast. Consultation with a medical professional was conducted and the patient was diagnosed with baker grade IV capsular contracture of the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 18, 2022, mentor received additional information. During a second follow-up with a medical professional, the patient was diagnosed with bilateral baker grade IV capsular contracture. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-12806 for the contralateral event. Manufacturer¿s reference number: (B)(4).